Event description:
Per usp: "stopcock on flush device cracked. IV central catheter clotted off." Add'l info obtained from rptr--rptr stated the catheter was a four lumen catheter, one lumen was clotted off, however, the other three were still usable. No pt compromise.